Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy following a recent fall. X-ray imaging revealed fracture of one leads. Diagnostics revealed all high impedances on the other lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were replaced to address the issue.